Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent testing by first being powered on. Led would blink when on/ off and was turned to the on position indicating battery voltage was low. The customer complaint was confirmed. New battery was installed, and device passed all functional testing as a result.

Event description:
Information was received that a smiths medical ventilator had no audible alarm.